Manufacturer narrative:
(B)(4). Based on the input from the field service representative as well as consultation with an exercise physiology subject matter expert, the issue appears to be operator training related and not related to any inherent malfunction of the treadmill itself.

Event description:
The following descriptions of the event were documented by a carefusion technical support specialist in response to phone conversations with a user facility representative and a carefusion field service representative. "Called with questions about exercise test. She mentioned something about test defaulting to cardio. They currently use tmill but had a bike installed recently but not used it yet. I asked her to explain what was going on, she said she was going to put the doctor on the phone. She said someone from carefusion was supposed to visit them today but she did not provide a name. She had another call from someone else from carefusion so she ended the call with me. Asked her to let us know if she needed further assistance. Still not sure who was coming onsite today or who called her." "[Name removed] onsite. Issue with new treadmill tmx 428 (B)(4) that was installed. They report that on a test earlier today that the tmill had sped up in the early part of exercise phase. Went from 1.3 mph to 2.7 mph. Doctor noticed that pt was moving at a pace quicker than what he should be at that phase in the test. Bruce protocol. [Name removed] will print up tabular test info for this test showing the increase in speed. Asked him to also print up protocol settings in cardiosoft 6.71 as well as general settings. He will forward info to me."